Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A complaint questionnaire was not received. (B)(4).

Event description:
A surgeon reported that after a toric intraocular lens (iol) was implanted, the pt had an unexpected refractive outcome, and the lens rotated off axis. Additional surgical intervention has not been determined. Additional info has been requested.